Event description:
After using a smooth grasper during a laparoscopic cholecystectomy, it was noted that the insulation that was covering the instrument was fragmented near the hub of the instrument. The physician was notified; the instrument was removed from field and given to materials coordinator.what was the original intended procedure?laparoscopic cholecystectomy with intraoperative cholangiogram.